Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her son's insulin pump has a blank display. Customer's blood glucose is unknown. There is no physical damage to the device. It was not bumped or dropped. Customer uses energizer batteries. The battery compartment and springs are not damaged or corroded. Customer removed the battery for ten minutes, but the display did not return. The self test could not be done because the screen was blank. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.